Event description:
On march 22, 200,7 the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately high readings. On march 23, 2007, the medical affairs specialist (mas) spoke with the reporter to obtain and verify info. In 2007, at 8:00 am the pt obtained the blood glucose reading of 75 mg/dl on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt ate her breakfast and took her set dose of humulin n insulin, exact dose not known. The pt then went to dialysis, ate her lunch, and returned home, asymptomatic. At 5:00 pm the pt obtained the blood glucose reading of 126 mg/dl on the reported meter. Just after that reading, the pt passed out. The pt's daughter was able to revive her and gave the pt a small amount of orange juice, and then took her to the emergency room. Approximately 10 to 20 minutes later, the pt's blood glucose level was tested to be 20 mg/dl. The pt was treated intravenously with glucose, and was admitted to the hospital. Her admitting diagnosis was hypoglycemia and a possible stroke, which was later ruled out. For a few days prior to this event, the pt had obtained fasting blood glucose readings "in the 70's mg/dl" and she had a few episodes of passing out in the mornings. The pt does not have a backup meter. The pt was taking a set amount of humulin n insulin, however, this insulin regimen has now been discontinued and the pt now takes an unspecified oral diabetes medication. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The meter, test strips and control solution were replaced. The pt allegedly obtained an elevated blood glucose reading on the reported meter, then passed out. She received emergency medical attention, treatment with glucose, and admission to the hospital for hypoglycemia. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.